Manufacturer narrative:
(B)(4). Date sent: 6/8/2023. D4: batch # 136c73. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, please refer to the instructions for use for more information. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 136c73, and no non-conformances were identified. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device from the guide face area. An anvil with a cut washer can be seen detached from the trocar. Also, a donut was observed on the shaft anvil.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? No. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Prolong hospital stay for observation. Did the patient receive any additional medical or surgical care during the observation period? No. How long was the stay extended? About 1 week. What trouble shooting steps were used to remove the anvil from the anastomosis? Normal operation, could not remove. What events transpired that led to the anvil head being detached from the device? No washer. Did it staple and not cut? No staple and no cut. Did the device not fire (no cut, no staples deployed)? No cut and no staples deployed was the orange tying area completely visible prior to attempting to connect the anvil to the device? Yes. Will product be released and sent to ethicon for evaluation? No. What is the current patient status? Good status. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the tissue was not cut, and the anvil head could not be removed during the surgery. It was necessary to resect the original anastomotic stoma and take out the anvil head for re-anastomosis. No additional information can be provided. Procedure: unknown.